Event description:
The adjudication minutes received from the (B)(4) study indicated that this patient had a non st elevation mi one day after the procedure. At the index, pta was performed on a 70% occluded lesion in ostium of the left internal carotid artery of 10mm in length in a 4.6mm vessel diameter with moderate vessel tortuosity. The arch ii lesion was eccentric and moderately calcified. A 5mm angioguard embolic protection device was deployed, the lesion was pre-dilated and a 6x30mm precise pro rx stent was successfully deployed at the target site. The residual diameter stenosed measured 25%. The angioguard device was successfully removed but it is unknown if any debris was found in the basket. The discharge summary noted that post-operatively, one day later, the patient suffered a non-st elevation mi with a troponin leak maximum of 0.79. The site reported that the ck on the following day after the index was 126.0 (nl 300.0, ratio <1). The site reported that the ck was 126.0 (nl 300.0, ratio <1). She also developed pleural effusions that were treated with furosemide, a drop in hemoglobin to 7.2 gm/dl, and occult positive stools. The work-up was negative for an acute bleed. Two units of prbcs were transfused. The neurological exam 6 days later was unchanged compared to baseline with an nih stroke. Scale score of 1 with the deficit not specified and a rankin stroke scale score of 1. The discharge summary noted word finding difficulty and mild dysarthria. The site reported no major adverse events post-procedure. The patient was transferred to a sub-acute rehabilitation facility on asa and clopidogrel. The 30 day follow-up visit was not done. The patient expired six weeks later. The death certificate identifies the cause of death as acute renal failure, volume depletion (hypovolemia), anemia and c difficile enteritis. No autopsy was performed.

Manufacturer narrative:
The adjudication minutes received from the (B)(6) study indicated that this patient had a non st elevation mi one day after the procedure. At the index, pta was performed on a 70% occluded lesion in ostium of the left internal carotid artery of 10mm in length in a 4.6mm vessel diameter with moderate vessel tortuousity. The arch ii lesion was eccentric and moderately calcified. A 5mm angioguard embolic protection device was deployed, the lesion was pre-dilated and a 6x30mm precise pro rx stent was successfully deployed at the target site. The residual diameter stenosed measured 25%. The angioguard device was successfully removed but it is unknown if any debris was found in the basket. 'The discharge summary noted that post-operatively, one day later, the patient suffered a non-st elevation mi with a troponin leak maximum of 0.79. The site reported that the ck on the following day after the index was 126.0 (nl 300.0, ratio <1). The site reported that the ck was 126.0 (nl 300.0, ratio <1). The patient's medical history includes congestive heart failure, diabetes mellitus, coronary artery disease and hypertension. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Myocardial infarction is a known potential adverse event associated with any invasive procedure in which medical devices/products are inserted into the patients vasculature and manipulated to varying degrees and is listed in the IFU as such. Myocardial infarction (mi) or acute myocardial infarction (ami), commonly known as a heart attack is the interruption of blood supply to part of the heart, causing some heart cells to die. This is most commonly due to occlusion (blockage) of a coronary artery following the rupture of a vulnerable atherosclerotic plaque, which is an unstable collection of lipids (fatty acids) and white blood cells (especially macrophages) in the wall of an artery. There is no medical evidence to suggest a causal relationship between the stent implanted in the carotid artery and the reported mi. The inherent risk of the procedure combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Manufacturer narrative:
Please note that the lot number of this device is not available. Additional information is pending and will be submitted within 30 days of receipt.